Manufacturer narrative:
The reported event was confirmed via radiograph. Current management consists of patient monitoring. The affected product has not been explanted. Specific material numbers have not been reported. The cause of this event is not known. Labeling review: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation..."

Event description:
Approximately six months following a fusion/posterior fixation procedure at the l4-s1 spine levels, radiographs revealed the presence of a screw fracture in the right s1 vertebral body. No injury has been reported. The surgeon has elected to continue monitoring the patient. Revision of the construct is not expected at this time.